Manufacturer narrative:
The mod 471 has been scheduled for this bed. No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the bed pops out of brake mode when the bed is shaken. No injury reported.